Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6001719 in question was manufactured at the reynosa site. The reference samples for the lot 6001719 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 28/dec/2023. All test results were found within specifications as per the test report (B)(4). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6001719 was manufactured according to the wi version 75 manufactured in the machine multivac 12, on 05/jun/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 3e01028 was manufactured according to the wi version 38 manufactured in the machine mp05, on 14/may/2023, with a total of (B)(4) units. The lot 3e01031 was manufactured according to the wi version 38 manufactured in the machine mp05, on 07/dec/2023, with a total of (B)(4) units. The lot 3e02754 was manufactured according to the wi version 38 manufactured in the machine mp08, on 15/may/2023, with a total of (B)(4) units the lot 3e06025 was manufactured according to the wi version 38 manufactured in the machine mp05, on 01/jun/2023, with a total of (B)(4) units. The lot 3e06026 was manufactured according to the wi version 38 manufactured in the machine mp08, on 01/jun/2023, with a total of (B)(4) units the lot 3e06027 was manufactured according to the wi version 38 manufactured in the machine mp04, on 03/jun/2023, with a total of (B)(4) units the lot 3e06029 was manufactured according to the wi version 38 manufactured in the machine mp08, on 03/jun/2023, with a total of (B)(4) units the lot 3e06033 was manufactured according to the wi version 38 manufactured in the machine mp04, on 04/jun/2023, with a total of (B)(4) units the lot 3e03667 was manufactured according to the wi version 38 manufactured in the machine mp04, on 01/jun/2023, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6001719 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.